Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that in the early morning around 3am, the patient passed out. The patient uses insulet omnipod5 not in closed loop according to this complaint documentation. The dexcom sensor was not reading for over 3 hours. Her husband woke her up, took her finger stick and it was 50 mg/dl. He gave her some fruit snack and she felt better. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.